Event description:
It was further reported that angiographic core lab results revealed 70.75% diameter stenosis in the 3rd om with timi-0 flow pre procedure and no thrombus. It was indicated that there was total occlusion within the study stent.

Event description:
It was reported that after a coronary drug eluting stenting treatment procedure, the patient experienced a subendocardial infarction. The 12 mm and 90% stenosed target lesion was located in the third obtuse marginal coronary artery. The reference vessel diameter was 3.0mm. Following predilation of the lesion, a 3.00x16mm taxus liberte stent was successfully implanted with 0% residual stenosis. The patient was discharged one day later on aspirin and clopidogrel. At 1434 after the index procedure, at the four year follow up visit, it was reported that he was no longer taking aspirin or clopidogrel. At 1633 days after the index procedure, the patient experienced a subendocardial infarction and was hospitalized. The patient was discharged 5 days after the onset of the event.

Manufacturer narrative:
Date originally reported to be (B) (6) 2009 but additional information shows onset of symptoms and diagnostic testing conducted on (B) (6) 2009. (B) (4).

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
(B) (4). It was reported that after a coronary drug eluting stenting treatment procedure, the patient experienced a subendocardial infarction. The 12 mm and 90% stenosed target lesion was located in the third obtuse marginal coronary artery. The reference vessel diameter was 3.0mm. Following predilation of the lesion, a 3.00x16mm taxus liberte stent was successfully implanted with 0% residual stenosis. The patient was discharged one day later on aspirin and clopidogrel. At 1434 after the index procedure, at the four year follow up visit, it was reported that he was no longer taking aspirin or clopidogrel. At 1633 days after the index procedure, the patient experienced a subendocardial infarction and was hospitalized. The patient was discharged 5 days after the onset of the event. It was further reported that the event was considered resolved with no residual effects when the patient was discharged. Per the physician, the event is possibly related to the taxus stent and index procedure. It was further reported that 1632 days following the index procedure, the patient presented to the hospital with central chest pain that radiated to the upper left extremity. An ECG done the same day showed sinus rhythm and abnormal t-waves. Ischemia was considered and there were inferior leads. The patient was admitted to the hospital one day later where he underwent another ECG that revealed sinus rhythm, st elevations and inferior t-waves. He was subsequently diagnosed with non-st segment myocardial infarction. Cardiac catheterization revealed 100% stenosis of the right coronary artery (rca) as well as fresh thrombus in the 3rd obtuse marginal coronary artery (om3). He was treated medically for the occlusion in the rca, including dual antiplatelets and subcutaneous clexane. Three days later, the patient underwent another cardiac catheterization that revealed 100% stenosis of the om3, which was treated with balloon angioplasty and placement of a 3.0x23mm non-bsc stent resulting in 0% residual stenosis. The patient was discharged 2 days later.